Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11905. It was reported the charging system was getting hot after 20 mins of use. A replacement charging system was sent to the pt. F/u with the pt found the replacement charger was working well, and the pt reported she was satisfied with the scs system.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.